Event description:
It was reported that the patient experienced dizziness and was pre-syncopal. At a follow up check, the lead was found to have intermittent impedance greater than 300 ohms and a polarity switch from bipolar to unipolar pacing. Oversensing noise was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.